Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain via a manu facturer representative. It was reported that the patient¿s ins site was painful to the touch and wanted to have the pocket revised. The patient reported that they had a pocket revision in ¿(B)(6) of this year,¿ but the ins site continued to be painful and bruised. The patient stated that the edge ¿pokes out.¿ the patient is scheduled for a second pocket revision on (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6) 2017. The rep had no information regarding the pocket revision stating that apparently they were not at the case. In regards to the battery ¿poking out¿, it seems the battery is a little tilted and one of the edges is closer to the surface of the skin which was causing discomfort. The rep did not know why it was happening. The information regarding the battery site being painful was discussed with the physician, rep, and the patient. The physician is the one who scheduled the new pocket revision. No further complications were reported/are anticipated.